Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was not delivering shock. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined this was a malfunction of the dfm100 therapy pca assy. The customer was provided with a replacement dfm100 therapy pca assy. It has been concluded that no further action is required at this time. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.